Event description:
Caller states she found her husband slumped in a chair. She took his blood glucose reading with his precision xceed meter and rec'd a result of 162 mg/dl. When the paramedics arrived they tested with a different meter and rec'd readings of 42 and 45 mg/dl. Pt was transported and diagnosed with severe hypoglycemia.